Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the entire system was explanted to address the issue. The infection is being treated with long term oral medications. Reportedly, the infection seems to be stable/clear at the moment.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced (staph) infection at the ipg site. Patient is taking antibiotics. Surgical intervention may take place at a later date to address the issue.